Event description:
A malfunction alarm, specifically malfunction code 12, was reported, although no events were noted prior to the occurrence. The malfunction did not lead to the customer¿s blood glucose level exceeding 500 mg/dl, indicating there was no adverse impact. Technical support provided information and guidance to reset the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to report if any issues arise again, which they acknowledged and understood.